Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was evaluated for the customer reported symptom of no audio. Evaluation powered on the device and observed there was audio. The reported condition was not verified. The device was found to operate within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. There was no patient involvement. No additional information is available.